Event description:
According to the report, sparking was noted during use and part of the device reportedly melted. The damage occurred near the coupler. There were no injuries associated with this event and there was no impact to the patient.

Manufacturer narrative:
An investigation has been initiated. The results of the investigation and any additional information obtained will be reported in a follow-up report.